Manufacturer narrative:
Corrected data: d4 (UDI), h6-type of investigation additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-000 / lots 135976 & 126138 and test device 195-430h / lots 133239a & 125262.. The lots met the required release specifications. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related to the specific patient samples.

Manufacturer narrative:
Reference manufacturer report: 1221359-2021-00310 testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 135976 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 135976 showed that the complaint rate is (B)(4). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported multiple false positive results with the binax now covid-19 ag card assay performed on anterior nasal swabs. Two (2) different lot numbers were used but it is unknown which lot number is associated with each test card. This MFR. Report addresses lot 1 of 2. On (B)(6) 2020, the patient was tested with the binax now covid-19 ag card assay and generated positive results. Repeat testing was done two (2) times; each time with a new sample, on binax now covid-19 ag card assay in succession and generated positive results. Confirmation pcr testing on (B)(6) 2020, using aegis platform, generated negative results; CT values were not provided. The patient was tested on (B)(6) 2020 with the binax now covid-19 ag card assay and generated positive results. Repeat testing was performed on binax now covid-19 and generated positive results.it is unknown if confirmation testing was performed. On (B)(6) 2020, the patient was once again tested with the binax now covid-19 ag card assay and generated positive results. Confirmation pcr testing performed on (B)(6) 2020 by the broad institute generated negative results; CT values were not provided. The patient was tested on (B)(6) 2021 with the binax now covid-19 ag card assay and generated positive results. The test was repeated on four (4) separate occasions and generated positive results. Confirmation pcr testing performed on (B)(6) 2021 by the broad institute generated negative results; CT values were not provided. It was reported that confirmation pcr testing performed on (B)(6) 2021 by the broad institute generated negative results; CT values were not provided. It was also reported a serum covid-19 antibody test on (B)(6) 2021 was performed and generated negative results; CT values were not provided. The customer stated the patient was asymptomatic and was being tested every three (3) days due to her occupation as a registered nurse at a nursing home. The customer confirmed there was no patient harm due to the test results and the patient was not treated because she remained asymptomatic. Per binaxnow covid-19 ag card product insert intended use: positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Per binaxnow covid-19 ag card product insert intended use (limitations): false results may occur if specimens are tested past 1 hour of collection. Specimens should be tested as quickly as possible after specimen collection. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.